Manufacturer narrative:
A1: patient identifier: requested, unknown. A2: age or date of birth: requested, unknown. A3a: sex: requested, unknown. A3b: gender: n/a. A4: weight: requested, unknown. A5: ethnicity: requested, unknown. A6: race: requested, unknown. D6b: explanted date: unknown if device was explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported the involved angio-seal device failed, with no additional details provided. According to an email dated (B)(6) 2024, the failure occurred hours after the procedure. The patient reported feeling a "pop," and either developed a pseudoaneurysm among other complications, necessitating referral to vascular surgery. After angio-seal deployment, a protocol of 15 minutes of manual pressure and a pressure dressing was immediately followed.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a closure complication postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been user technique as the issue appears to be isolated to a single unit performing closure with a specific technique. It is also possible that excess tamping of the suture caused the issue to occur, as overtightening of the assembly could result in issues postoperatively. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).